Event description:
Complainant alleged that during incoming inspection, the device displayed a "defib fault 78" message. Complainant indicated that there was no patient involvement in the reported malfunction.